Event description:
Consumer reported complaint for hi and low blood glucose test results. The customer is concerned with test results obtained of hi, 185 and 186 mg/dl non-fasting. The customer's expected non-fasting blood glucose test result range is 250 - 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of e-5 and 212 mg/dl using meter. Customer stated when she received the e-5 she might have moved the test strip prematurely or dipped test strip into blood twice while testing. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is 08/03/2019. Customer's test strips are expired. Customer obtained another vial of test strips, lot number mw3221s, manufacturer's expiration date of 09/19/2020, and opened during call to perform the back to back blood tests. The meter memory was reviewed for previous test result history: result 1: 185 mg/dl, date: (B)(6) 2019 , time: 11:33am , not fasting. Result 2: hi mg/dl, date: (B)(6) 2019 , time: 12:17pm , not fasting. Result 3: hi mg/dl, date: (B)(6) 2019 , time: 12:15am , not fasting. Result 4: hi mg/dl, date: (B)(6) 2019 , time: 12:14am , not fasting. Result 5: 186mg/dl, date: (B)(6) 2019 , time: 10:21am , not fasting.

Manufacturer narrative:
(Manufacturer narrative = f, corrected data = t) corrected sections as of 1-oct-2019: h11: most likely underlying root cause changed from mlc-22: client is testing with expired test strips to mlc-12: product expired. Internal report #: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root casue: mlc-12: product expired. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-22: client is testing with expired test strips. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi and low blood glucose test results. The customer is concerned with test results obtained of hi, 185 and 186 mg/dl non-fasting. The customer's expected non-fasting blood glucose test result range is 250 - 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of e-5 and 212 mg/dl using meter. Customer stated when she received the e-5 she might have moved the test strip prematurely or dipped test strip into blood twice while testing. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is 08/03/2019. Customer's test strips are expired. Customer obtained another vial of test strips, lot number mw3221s, manufacturer's expiration date of 09/19/2020, and opened during call to perform the back to back blood tests. The meter memory was reviewed for previous test result history: (B)(6).